Manufacturer narrative:
The tech found the brake pedal on the foot end of the bed was bent which prevented the brake from holding properly. The tech replaced the foot end brake pedal to repair the stretcher.

Event description:
The complainant stated that the brake is not working on the stretcher.